Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wires detached from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws and harvesting tool handle. The heater wire was flexed away at the middle of the hot jaws and detached at the tip. It remained attached at the base of the jaw. The shaft was observed to be bent in the middle. No other defects were observed. Based on the results of the evaluation, the complaint was confirmed for the analyzed failure "bent shaft," and the reported complaint was confirmed for the reported failure mode "bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element/wires detached from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.